Event description:
Plastic pieces is broken. I have no idea if it's now inside me -vagina [foreign body in reproductive tract]. One of the plastic pieces is broken [device physical property issue]. Case description: consumer reported via email that after inserting a tampon she noticed that the plastic applicator was broken. No serious injury was reported.

Event description:
Plastic pieces is broken. I have no idea if it's now inside me -vagina [foreign body in reproductive tract]. One of the plastic pieces is broken [device physical property issue]. Consumer reported via email that after inserting a tampon she noticed that the plastic applicator was broken. No serious injury was reported. Lot codes: 1088831 20:12, 00348/6089 23:32, 33364/6047 15:47, 34564/6056 23:15, 16864/5887 17:41.

Event description:
Plastic pieces is broken. I have no idea if it's now inside me -vagina [foreign body in reproductive tract]. One of the plastic pieces is broken [device physical property issue]. Case description: consumer reported via email that after inserting a tampon she noticed that the plastic applicator was broken. No serious injury was reported. Follow-up 23-sep-2021: there is insufficient information to perform a product investigation.